Event description:
The user facility reported a 57-year-old female was on impella cp support and that the patient required defibrillation fifteen (15) times during the case. Also, a left ventricle thrombus was noted in the apex during routine echocardiogram (echo). The patient was weaned and the impella cp was removed. The patient was restarted on anticoagulation therapy to address the thrombus once hemostasis of the impella site was achieved.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.